Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor would not start telemetry when the start button on was pressed. The power light was on but it would not power up. The patient tried disconnecting and reconnecting power cord to no avail. Return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.